Event description:
It was reported by the patient that they are experiencing a forward jab when coughing and a poking feeling in the shoulder. The patient suspect the implantable pulse generator (ipg) is "deteriorating" and "the battery of the device might not be working anymore." The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.